Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204 and damaged monitor case. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The report problem (service code 204, damaged monitor case) has been confirmed. As received, the guide pins were missing from the belt connector and connector pin 6 was severed. Upon evaluation, the electrode belt connector was damaged preventing communication between the belt and the monitor. The cause of the service code 204 is a disruption in communication between the monitor and electrode belt. The root cause of the damaged belt receptacle cannot be positively identified but is likely excessive force at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor belt connector. The patient received a replacement monitor.